Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, diabetic ketoacidosis, and dehydration. The blood glucose reading was over 600 mg/dl. The customer stated that her blood glucose levels started rising, and she complained of sickness and vomiting. Upon hospitalization, she was treated with manual injection and brought her blood glucose reading down to 297 mg/dl before being discharged. She was wearing the insulin pump at the time of the event. The insulin pump passed the high pressure test during troubleshooting, and insulin did exit the tubing during a manual prime. No leaks observed. Advised the customer to change the entire infusion set, reservoir and insulin. The customer also reported a sensor end alarm, indicating the end of the sensor's life at the sixth and final day of use. Nothing further reported.